Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not able to be performed, a definitive root cause of the alleged issue could not be determined. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form in the mail reporting a catheter revision surgery. The reason for revision was a catheter occlusion. The revised catheter was discarded. Additional communication with the agent covering the issue confirmed that an underinfusion volume discrepancy was observed, the expected volume being 5ml and the actual aspirated volume being 19ml. The patient also alleged a decrease in therapy. A catheter dye study was performed, which identified the catheter occlusion.